Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high/undefined impedances at times, and noise was observed when the patient would reach across their body. Increased short v-v intervals were also observed, and a lead fracture was suspected. Detections were programmed off, and the pace/sense portion of the rv lead was later capped, and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.